Event description:
It was reported that during use, blood leakage was observed at the blood outlet of the device. The incident took place when the customer tried to wash transfused blood after priming. Virtually no pressure was reportedly applied to the product. The device was replaced with another device of the same lot and the operation resumed. No reported pt effect. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag has requested the sample for investigation. A supplemental medwatch will be submitted when additional info becomes available.